Event description:
According to the reporter, the hospital cath lab personnel could not perform a synchronized cardioversion to a pt who was described as very obese with an implanted pacemaker because the device would not sync on the pt's rhythm. A similar defibrillator was immediately used as a backup using the same cables and electrodes and were able to sync and cardiovert the pt. There were no reports of any adverse affects to the pt as a result of the device use.

Manufacturer narrative:
The hospital biomedical department first evaluated the device, and observed proper operation. Physio-control later evaluated the device and observed proper operation through functional and performance testing. The reported problem could not be confirmed or replicated and root cause could not be determined. The device was returned to the customer for use.